Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a prismaflex m100 set was damaged and leaked during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: the initial MDR was submitted in error. The device shown in the customer provided video was identified to be a non-baxter product and therefore the event is not reportable. Should additional relevant information become available, a supplemental report will be submitted.